Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance in an arctic sun device melted /blackened connection found between power inlet and ac main voltage card.

Manufacturer narrative:
The reported issue was confirmed. Root cause identified is covered/investigated under CAPA: 1405844. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier: root cause. Inadequate verification and validation activities of the crimping process. Single pull test did not provide stability of process. Evidence was not provided when requested for maintenance of records or crimp tools. No crimp cross-sections provided. The device was evaluated upon receipt. Neutral connector between power inlet module and ac main voltage circuit card was found blackened and melted. Replace ac main voltage circuit card and power inlet module. Performed pm procedure. Serviced circulation pump, mixing pump. Replaced manifold o-rings, heater, drain valves, tank tubing. Coin cell. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. Labeling review is not required because labeling could not have prevented this issue. CAPA 1405844 has been opened for this failure. Refer to the CAPA for further action. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance in an arctic sun device melted /blackened connection found between power inlet and ac main voltage card.